Manufacturer narrative:
The event could not be confirmed. Radiographs were not received. It is unknown if appropriate patient positioning and identification of anatomical landmarks was performed via palpation and/or fluoroscopy prior to advancement of instrumentation. No malfunction of specific device used in the surgery has been reported by the facility's users. The device remains in-situ. Labeling: "additional care should be taken at the lower levels of the lumbar spine due to the obstruction of anatomical structures, such as the iliac crest and iliac vessels, surgical access for the subject device at the levels may not be feasible."

Event description:
On (B)(6) 2015, a male patient underwent a lateral interbody fusion at (l1-l5) on the right side. No issues were noted at the time of surgery. Post-operatively, the patient complained of abdominal discomfort and an emergency surgery was performed on (B)(6) 2015. During the procedure, intestine damage was discovered for which colectomy and colostomy were performed. The patient's condition improved.